Manufacturer narrative:
Batch review performed on 8 january 2021: lot 1910952: (B)(4) items manufactured and released on 3-jun-2020. Expiration date: 2025-05-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: reverse shoulder system 04.01.0120 humeral reverse hc liner ø36/+3mm (k170452) lot. 2000922. Batch review performed on 8 january 2021: lot 2000922: (B)(4) items manufactured and released on 24-mar-2020. Expiration date: 2025-03-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
1 month after the primary surgery the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The cause of the dislocation is unknown. The surgeon revised the glenosphere and liner. The surgery was completed successfully.